Event description:
In 2005, the pt was implanted with a vented electric left venticular assist device (lvad). The vad coordinator contacted the manufacturer to report that the power base unit (pbu) did not support the pt during a hospital power failure. Also the ac fail alarm did not sound. The pt realized no support was there and started hand pumping. The vad coordinator came into the pt's room and connected the pt to a backup pbu and support was resumed. The hospital biomedical engineer reported to the manufacturer, that the internal battery was reading only 6 volts. The manufacturer sent out a replacement battery to the hospital. The biomedical engineer will install the battery and complete a functional checkout and return the pbu to service. The battery will be returned to the manufacturer for analysis. The pt remains on lavd support while awaiting a heart transplant.